Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A manual injection was delivered to address bg. The customer alleged that the pump did not deliver a bolus. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that bolus was delivered. The customer acknowledged and continued using the pump for insulin therapy.